Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had issues with her infusion set that she just changed. Customer stated that she has been having high blood glucose levels all night. Customer's blood glucose level is 300 mg/dl. Customer also had a high blood glucose level of 436 mg/dl. Customer treated with manual injections. Customer ran a manual prime and the insulin exited the tubing. Customer's pump settings were correct. High pressure test was performed and customer stated that she saw drops coming out the other end of the infusion set. Customer stated that the cannula is bent. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).